Event description:
The incident report stated the lateral turning system inflated and pushed patient sideways into the hospital bed rail. The lateral turning system then continued to inflate causing the patient to be pushed from the bed and onto the floor.

Manufacturer narrative:
(B)(4). Alleged incident reported by a patient's attorney as part of legal claim. Legal claim received on 06/09/2010. Device has not been returned to manufacturer for evaluation, and not further information was provided. First report of this type of malfunction.